Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory via review of the device image. The reported inappropriate therapy was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the backup vvi and inappropriate therapy could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to clinic during follow up and the device was found to be in backup vvi mode. The patient received inappropriate hv therapy. The device was explanted and replaced.